Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment/damage. Device issue: no device malfunction has been reported. The following info was obtained during an article review. The pt was a male. Dual right and left injections were performed to determine the length of the cto segment. Antegrade pci using fielder hydrophilic wire (asahi intec) and miracle bros 3 wire (asahi intec) but was unsuccessful in crossing the cto lesion. The pt developed ventricular fibrillation and was successfully defibrillated. A large dissection in the rca in the region of the right ventricular branch was observed and antegrade approach was abandoned. Then the retrograde approach was taken and the complete length of the rca was treated with balloon angioplasty and stents. No additional event or pt info is available.